Event description:
Per surgeon: right ventricular lead developing intermittent signs of increased resistance and probable insulation defect. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do.